Event description:
The user facility reported the patient was on impella cp support and after the implant, the patient had two runs of ventricular tachycardia (vt) and was shocked. Support continued. Additionally, there were suction alarms, and the patient was given albumin. Support continued.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.